Manufacturer narrative:
Heartsine's investigation confirmed the reported fault as the device was unable to power on upon receipt and therefore issued no voice prompts. The investigation attributed the reported fault to corrosion on the j12 pin 13 solder pad due to storage outside of the indicated conditions. Corrosion was also observed across other areas of the pcba. The customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device issued no voice prompts during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Event description:
The customer contacted heartsine to report that their device issued no voice prompts during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.